Manufacturer narrative:
D5: corrected. H6: updated. The suspected pump was not returned for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined.

Event description:
It was reported that the pump under infused and exhibited an occlusion alarm. The therapy was able to be restarted and resumed. There was patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.